Event description:
It was reported that there were unspecified issues with the pump touchscreen that was making it harder for the customer to press on the screen to trigger a response. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.